Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed no cosmetic defects. On investigation, pump reboot was observed in the black box history. The device powered on without alarms. A crack was found on battery compartment and corrosion was observed inside the battery compartment. Removal of pump cover revealed moisture damage on the internal component of the pump. The pump was unable to be exercised for 24 hours due to an unrelated issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump beeped as if cartridge was low and then died. It was reported that replacing the battery will not power pump on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.